Manufacturer narrative:
A partial lead with the lead tip measuring 50.7cm was returned for analysis. External insulation abrasions were noted at 45.2-45.5cm and 47.1-47.2cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 7.5-8.2cm, 8.6-10.1cm, 10.6-10.9cm, 11.2-12.2cm, 15.0-15.1cm, 15.3-15.5cm, and 37.4-37.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions were noted at 30.2-30.6cm. The etfe coating was abraded at 30.5cm from the distal tip.

Event description:
It was reported that the patient was being checked prior to a procedure for an lvad implant. Fluoroscopy revealed externalized conductors. There were no electrical anomalies noted. The lead was explanted and replaced. The patient was in stable condition after the event.